Manufacturer narrative:
The complaint of unintended material on the IV catheter was confirmed; however, the source and composition of the material could not be determined from the three photographs that were provided for investigation. The photos showed a dark material on the 22g nexiva IV catheter tubing. Without the physical sample, the origin and composition of the material could not be determined. There were no other similar complaints from the implicated lot. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore,(B)(6) was used as the state.

Event description:
IV needle was defective and raised serious infection concerns as it had black substance on it upon inspection. IV was not used and was discarded.